Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: degenerative spondylosis l3-4. For which, patient underwent following procedures: harvesting of left twelfth rib, autologous bone graft material. Anterior l3-4 diskectomy and fusion procedure using one small package of rhbmp-2 and twelfth rib autologous bone graft material. Placement of interbody fusion cage l3-4, depuy, cougar type medium sized, 12 mm high, 5 degree angle. Per op notes, two sushi rolls were made using one small package of rhbmp-2. The two pieces of collagen were rolled with the autologous bone from the patient¿s left twelfth rib. These two pieces were then placed in 12 mm high medium 5 degree angle cougar carbon fiber cage. This cage was then inserted into disk space at l3-4 through the left anterior approach using impactor and mallet. The remaining bone graft material was then packed anterior to the cage. Patient tolerated the procedure well without any intraoperative complications. Patient also underwent intra-op fluoroscopic imaging. Lumbar spine during anterior l3-4 diskectomy and fusion procedure. Impression: successful placement of interbody fusion cage l3-4 confirmed intraoperatively using the fluoroscopic imaging system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.